Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of the device for evaluation. Report one of two for the same event, reference 3004485144-2016-00083-1.

Manufacturer narrative:
The returned device was examined. The square lock became disassembled from the shaft due to excessive torque applied during use; the complaint is confirmed. A review of the manufacturing process did not reveal any discrepancies which would have contributed to this event. The surgical technique guide outlines proper technical use of this device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 3004485144-2016-00083.

Event description:
The sales associate reported the screw driver shaft(s) disengaged from ratcheting handle and broke into 3 pieces during screw advancement under high torque. The case was completed. All screws were all mostly or entirely advanced at the time the driver(s) broke. No pieces fell into the wound. When it became obvious the driver(s) had broken, the doctor took care to disengage it from the screw and remove it, as a whole. No adverse event reported.